Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported via trial that on (B) (6)2007, the pt underwent stenting in the predilated mid right coronary artery (rca) with two xience v stents and the predilated proximal left anterior descending artery with one xience v stent. The second rca xience v stent was implanted for treatment a dissection distal to the target lesion that was identified after post dilatation and was caused by a allstar guide wire.

Manufacturer narrative:
(B) (4). The customer reported that the guide wire was discarded. A follow-up will be submitted with all relevant info.